Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient was not able to pick up telemetry from the icm. The icm remains in use. No patient complications have been reported as a result of this event.